Manufacturer narrative:
The ge healthcare service representative replaced the main manifold seal, and the unit was returned to service. No report of patient involvement.

Event description:
The ge healthcare service representative reported a failure of the bag/vent switch to initiate mechanical ventilation when requested intermittently. There is no report of patient involvement.